Event description:
It was reported that the customer was not able to get out of the rewind process, and the insulin pump was alarming motor error. It was stated that the customer changed the infusion set several times, and at one time insulin was squirting out. Troubleshooting was performed. Ran a displacement test and the test did not pass. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.